Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2014. The revision surgery was due tibial subsidence. During the revision, the original retaining bolt, a size 5 x 14mm insert and a size 5 tibial tray were removed. A new retaining bolt, a 5 x 16mm insert, a new modular tibial baseplate, several tibial augments, augment bolts and a 19 x 150mm modular tibial stem was implanted.